Event description:
Report received form the us stating that the first time they tried to use the device, it was very loud. The device was used in surgery. It is known there was no patient or user injury. It is unknown if medical intervention had occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).